Event description:
It was reported that a patient did not clean the exchange area before starting peritoneal dialysis therapy. This occurred during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown; however, the patient was born in 1953. Concomitant medical products - dianeal ambuflex 2.5% therapy (ip)/ 4 cycles / 9 hours nightly). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.